Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower resection and nephrectomy, the unit ligasure raw burning continued (no good burning). Even if the bar was switched from 2 to 3, it was not sealed firmly. It was noted that there was an activation tone and end tone, but no re-grasp alert tone. There was a bleeding after burning, but the amount was unknown and no transfusion was necessary. The procedure was completed with the same devices. There was no patient injury.